Event description:
This rv lead was implanted on (B)(6) 2007. A call to technical services on 8/9/2012 states that patient has a fractured medtronic lead. To avoid oversensing until the lead can be replaced, they have turned tachy mode off - want to pace the patient do as well to maintain biv pacing. Patient is in hospital and will remain there until the lead replacement on monday. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).